Manufacturer narrative:
H6: corrected health effect - clinical code, health effect - impact code, type of investigation. The reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear and/or inclusion of the polyethylene in the packaging recall. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.

Event description:
It was reported via legal documentation that approximately 59 months after a left total knee replacement procedure, the patient may require future revision procedure to address polyethylene wear. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: concomitant devices: serial number item number and full description (B)(6) 200-02-35 - three peg patella 35mm (B)(6) 02-022-45-4040 - truliant tib fit tray cem sz 4f / 4t (B)(6) 02-020-11-0240 - truliant ps cem fem ps cem left sz 4 5(B)(6) 201-78-15 - holding pin mini sharp point 4 pk the device was not returned for evaluation and no photographs or x-rays were provided for review; therefore the reported event cannot be confirmed through analysis. No operative notes were provided; therefore, a review of device usage and technique could not be performed. No information concerning patient conditions, co-morbidities, or other health or anatomical concerns was provided and it is therefore unknown if patient-related factors may have caused or contributed to the reported event. The cause of the reported event cannot be determined based on the information made available. Should additional, relevant information become available, a supplemental report will be filed accordingly.